Event description:
The manufacturer received information alleging a ventilator's remote alarm connector was broken. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer's complaint was confirmed. During evaluation, a "service required" code was also found in the ventilator's downloaded error log. The device's interface board was replaced to address the issues.